Event description:
77 year old female pt admitted for flail chest following motor vehicle accident. Attempts made to float swan by "ccm". Swan in proper position and inflated. When deflated, full return of air did not occur. Second attempt made to inflate balloon with no return of air. Swan removed and balloon parts not found on tip of swan. Balloon remains in pt.